Manufacturer narrative:
MDR filed late after becoming aware of additional information. Complaint was not processed (received and investigated) in a timely manner. Insulet corporation is submitting this MDR after the 30 day requirement. The reportability associated with the event changed from its original ¿not-reportable¿ determination to ¿reportable¿ after additional information was received. The pod was received with the cannula assembly fully deployed and no issues were found that would result in a failure to deliver insulin or cause the cannula to dislodge. Due to the adhesive pad being worn, the original state of the adhesive pad could not be determined. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that his blood glucose had reached 18 mmol/l (324 mg/dl) after wearing the pod between 4 and 24 hours. The patient reported that the adhesive was loose at the skin causing the cannula to become dislodged.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.